Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon used a 5110 trocar and found the outer seal split. The case was completed by using another instrument. There was no consequences to the patient.